Manufacturer narrative:
The patient declined a lead revision procedure. The device tachycardia mode has been reprogrammed off. A review of the presenting electrogram shows noise but there is a visible rv underlying rhythm.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical services (ts) on (B)(6) 2017. The local representative just received electrogram printout that will be sent to ts for review. The patient was being seen in-clinic due to delivery of an inappropriate shock associated with electrogram noise and oversensing. There was no electrogram noise on the intracardiac shock electrogram channel. The right ventricular (rv) impedance had dropped by 200 ohms since december 2016. Electrogram noise was identified on both the right atrial (ra) and rv resulting in some oversensing. The ra appears to show capture at 1.9 volts. The local representative was contacted who had no additional information concerning this event. Reasonable evidence suggests that this patient device and lead system remain in-service. It was reported that this health care professional (hcp) contacted boston scientific technical services on (B)(6) 2019 to report that a right ventricular (rv) alert was declared. The patient lead history is significant for lead fracture. The shock impedance was 53 ohms until a few days ago and is now consistently greater than 200 ohms. The lead issue as detected earlier this ear.